Manufacturer narrative:
Clarification to h6: disregard codes e0401 and e1604 as they are not device related. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The reported event of autoimmune/connective tissue disorder is not device related.

Manufacturer narrative:
The event of autoimmune/connective tissue disorder-ndr and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: autoimmune/connective tissue disorder-ndr and capsular contracture, baker grade IV.

Event description:
Patient reported ¿1 prosthesis is torn. I also have capsular contracture with stabbing and pain with the other prosthesis. Cap stage 4¿. Later healthcare professional reported a autoimmune/connective tissue disorder-ndr. The device remains implanted. This relates to the left side.

Event description:
Patient reported left side ¿1 prosthesis is torn. I also have capsular contracture with stabbing and pain with the other prosthesis. Cap stage IV¿. Later healthcare professional reported a autoimmune/connective tissue disorder-ndr. Patient additionally reported "gabglion surgery on my hand. The wound seemed not healed enough." The reported events of autoimmune/connective tissue disorder and delayed healing are not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.